Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 09, 2021 that a habib endohpb rf catheter was to be used to treat tumor ingrowth in the hilar bile duct during a biliary radiofrequency ablation (rfa) procedure performed on (B)(6) 2021. During the procedure, the catheter did not deliver energy for ablation. The procedure was cancelled. There were no patient complications reported as a result of this event.